Event description:
I was diagnosed with severe sleep apnea, I had 2 nasal cornets cleanings in my nose, I had my uvula removed so I could breathe better. I started using CPAP. In 2016 I had a back and incidental CT scan. I was diagnosed with 9 nodules in the lungs. The machine was assigned to me by veterans, since I am a veteran. (Referring to the CPAP machine) was recalled by the FDA since it was defective and an internal foam deteriorated and one aspirated that foam. In `21 they changed me the machine and I use a new one. In 2010 I had no nodules and due to the use of the recall machine, in 2016 nodules appeared in the lungs, this caused me asthma and fatigue and I have to use countless medications to alleviate the problems. I believe philips respironics has the responsibility to answer me and to the veterans, for damages caused. My medicines wixela 250/50, fluticasone with 50 mg properties. Cetirizine. The philips company had the supply contract of the machines to veterans, they are responsible for the problem that caused their defective system and for years we veterans have been using them without knowing that we were contaminating our lungs. In other words, we could not improve our condition. I request that the FDA submit a lawsuit to the philips company for not doing quality tests on their products. They were slowly poisoning us. I am currently treating my conditions at the va in (B)(6). You can request and I granted permission to access my health record and you will be able to corroborate what was previously apprehended (what has happened). I trust that you take action on the matter against a giant, philips that does not meet quality standards in its medical products.